Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 03/22/2023. An investigation was conducted on 03/29/2023. A visual inspection was conducted. The cannula and harvesting device was returned for evaluation. There were no visual defects observed on the cannula or the intact c-ring. Signs of clinical use and slight evidence of charred material was observed on the base of the jaws. The heater wire was observed to be intact with no visual defects observed. The gray silicone insulation on both the hot and cold jaws was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Based on the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. The lot # 3000252851 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that prior to starting the case (prior to the device being used on the patient) for the endoscopic vein harvesting procedure, the vasoview hemopro vh-3500 jaws were not functioning-jaws failed. The jaws either didn't heat or were not functioning properly when the toggle was pulled back. It was removed from service and a new one was opened. The new device worked without issue. The hospital did not report any patient effects.